Event description:
It was reported that the internal screw channel of the implant is not accepting screws fully and believes it may need to be re-tapped. The implant remains implanted but has damaged internal threads. A thread tap was requested.

Manufacturer narrative:
Zimvie complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.